Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided) and "did not know who they were". Cause of high bg was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Reportedly, customer had an intravenous line; however, nature of treatment was not provided. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.